Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the operating room at 09:38 on (B)(6) 2024, under general anesthesia for transurethral right ureteroscopy with indwelling catheter pelvic laser lithotripsy, transurethral ureteral stenting, and ureteral checkup, and returned to the ward with a urinary catheter at 11:40 with the tube smooth and fixed, and the urine was light red in color. At 18:35, the patient stated that there was a rupture of the catheter, abdominal distension and pain, and the vital signs were stable, and immediately reported to the doctor on duty, and was given a urinary catheter removal, checking the integrity of the urinary catheter, and found that the urinary foley catheter balloon was ruptured, and the patient was asked to urinate on his own without difficulty in urination, and was asked to drink water appropriately, and to closely observe the patient's urination situation, and the nature of the urine color and volume, and the changes in the condition.